Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was no longer as responsive to presses and timed out unexpectedly during user interaction. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting and follow up from tandem technical support and continued to use the pump for insulin therapy.